Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose was 420 mg/dl. The customer was assisted with troubleshooting. Customer other blood glucose level was 152 mg/dl at morning then she suspend it afraid and might go slow and blood glucose value was 127 mg/dl, 238 mg/dl. Customer was ate oatmeal 15 g orange juice around 4 pm and blood glucose 231 mg/dl after they took 3 unit shot plus bolus then blood glucose value was 269 mg/dl after they took additional bolus and blood glucose value was 321 mg/dl, took shot plus bolus and blood glucose 372 mg/dl, 406 mg/dl. Customer stated that they used dexcom for sensor reading and a blood glucose meter which was connected to her insulin pump. Customer stated that her sensor reading were almost the same as her blood glucose meter. The insulin pump will not be returned for analysis.